Event description:
It was reported that during a laparoscopic cholecystectomy, while clipping the cystic duct, the jaws of the clip applier were not able to close. The surgeon was able to squeeze the handle, but the jaws did not close. It was noted that the clip was fired from the device and either that clip or any clips after were not loading properly into the jaw. The device was replaced with another product to complete the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.